Event description:
The patient reported their new hcp diagnosed a granuloma which is currently untreated. The new hcp changed the drug mixture contained in the patient's pump (morphine, marcaine, and clonidine) to prialt. The patient experienced an anxiety reaction due to the prialt and the hcp replaced the drug mixture with saline. The patient reported swelling along the spine, pain at the granuloma site, increased back pain, pain in both legs, and bowel problems. The patient currently needs a wheelchair. The patient is on oral pain medications. The patient stated the hcp is considering spinal cord stimulation for treatment. Additional information has been requested from the hcp, but was not available at the time of this report.